Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 242mg/dl,130mg/dl, 290 mg/dl, 265mg/dl. Tests were done within < 5 minutes with a difference 34%. Patient did not experience any adverse events. No further information has been reported.